Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had exposed the insulin pump to lake water. Customer dropped the pump in the lake and then put it in rice. Customer stated that the pump was still not working properly and some of the buttons were not responding. Customer stated that the screen freezes on him. Customer's blood glucose was 390 mg/dl at the time of the incident. Customer was assisted in performing the self test and passed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.